Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "not able to insert" the iab is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time. Other remarks: for related complaint see MDR #1219856-2017-00275 and (B)(4).

Event description:
It was reported that the event occurred during insertion. The perfusionist called the clinical support specialist (css) and stated they were not able to insert two separate iab's. She stated the doctor said the tip was "too stiff". She wanted to know what they could do differently. As a result, the iab was not inserted. The css confirmed with the perfusionist the patient was okay and not impacted by not being able to insert the catheters. The perfusionist confirmed the patient was "fine". There was no reported patient death or serious injury. No medical intervention was required. There were no patient complications.

Manufacturer narrative:
(B)(4). Other remarks: for related complaint see MDR #1219856-2017-00275 and (B)(4).

Event description:
It was reported that the event occurred during insertion. The perfusionist called the clinical support specialist (css) and stated they were not able to insert two separate iab's. She stated the doctor said the tip was "too stiff". She wanted to know what they could do differently. As a result, the iab was not inserted. The css confirmed with the perfusionist the patient was okay and not impacted by not being able to insert the catheters. The perfusionist confirmed the patient was "fine". There was no reported patient death or serious injury. No medical intervention was required. There were no patient complications.